Event description:
The user facility reported that the involved tr band was leaking. The tr band did not seem to hold air. The tr band took 23ml's of air to achieve hemostasis. Then the patient started bleeding in recovery, because 14ml's of air had leaked. Additional information was received on 20december 2021: it took the device 23ml's of air was used to achieve initial hemostasis. The tr band started to deflate as soon as the patient returned to recovery. Hemostasis was achieved by manual compression. The bleeding was external bleeding, and the estimated blood loss was less than 250cc's. There was no noticeable damage to the band. The patient was in stable condition. Additional information received on 05january2022: no further surgical intervention was required. Procedure performed was a brain aneurysm coiling. The tr band inflated to 23 ml although the max was 18 ml's. Once the patient arrived the pre/post wrist began to bleed, and the band air was at 13 ml's. The tr band was not accurately holding air. There were no issues with access. The sheath size used was a terumo 5 slender. The patient was monitored closely for bleeding in pre/post, air was released periodically, at one point bleeding occurred unexpectedly and more air was added. The protocol for air release was not followed correctly as the team could not tell how much air was really being held in the band. Procedure outcome was successful.

Manufacturer narrative:
Patient identifier: requested, not provided, age & date of birth: requested, not provided, patient sex: requested, not provided, weight: requested, not provided, ethnicity: requested, not provided, race: requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted, initial reporter occupation: interventional radiology technologist supervisor. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).